Event description:
It was reported that there was an issue with nb018k - enduro femoral component cemented f2r. According to the complaint description, it was reported that postoperatively the lock nut came loose. Initial implantation was in 2017. Revision had occurred on (B)(6) 2024. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved component: nr881m - enduro meniscal component f2 12mm (internal aesculap ag ref. No. (B)(4): 9610612-2025-00008).

Manufacturer narrative:
Investigation results: visual inspection: during the product investigation it could be determined that the outer thread of the rotation axis shows visible damages and material abrasions. Furthermore the taper of the rotation axis shows also visible damages /material abrasion. The gliding surface of the meniscal component shows only small scratches and imprints. There are also visible little metal parts fixed on the gliding surface. The provided locking ring, as well as the bearing for rotation axis show no damages or unusual wear traces. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. Conclusion/preventive measures: on the basis of the investigation and the current information, a definitive root cause for the mentioned failure could not be determined. There are no hints regarding a material or manufacturing failure / problem. The following can be mentioned as an informational note: one reason for loosening the rotation axis locknut postoperatively could be: when the connection between the axis taper and the femur hinge ring was not firmly fitted, there is a gap and hence movement between the components. This leads to the femur safety nut unscrewing or to the axis breakage above the taper. An excessive/unusual load by the patient could also be responsible for the loosening of the rotation axis locknut postoperatively. Based upon the investigation results, a CAPA is not required.